Event description:
It was reported that after routine supply changes, the user experienced persistent hyperglycemia and then identified insulin leakage from the pump, later traced to a cracked cartridge; the user replaced the cartridge, connector, and infusion site, and resumed insulin delivery after using backup therapy. Symptoms included none reported aside from elevated blood glucose and ketone-related sensations. Outcomes included high blood glucose measured at 312 mg/dl lasting about three hours, user-performed corrective actions, and no medical intervention or hospitalization; a caregiver assisted due to the user¿s broken arm. Investigation included customer service troubleshooting, guidance to replace infusion components, and follow-up to assess resolution and request product lot information. Investigation of this case revealed a cracked cartridge consistent with an insulin leakage failure of the cartridge component, which resolved after replacement and system restart. It was concluded, based on previously established findings for similar reports, that the cause was a component integrity issue of the cartridge leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.